Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced two unknown no external power alarms which occurred on (B)(6) 2021 at 7:31.03 and 7:31.04, possibly caused by the patient changing power sources and disconnecting both leads. Further log file analysis revealed the no external power alarms were cause by the patient's mobile power unit (mpu) briefly losing ac power. Pump operation was not affected. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power events was confirmed via the log file submitted to this complaint. According to the timestamps, the log file contained approximately 26 days of data between (B)(6) 2021. The no external power alarms were activated on (B)(6) 2021. These no external power alarms occurred while the controller was connected to the mpu and appeared to be due to loss of ac power; the alarms cleared once power was restored. At these events, the controller was supported by the internal backup battery, as designed, and the controller supported the pump at the set speed. The mobile power unit was not returned for analysis. As a result, the exact cause of the no external power events could not be conclusively determined. Multiple requests were made to obtain additional information (including if the mpu would be returned for evaluation, the serial number of the mpu, if the ac power cord had a v-lock connector if the ac power cord became disconnected from the back of the unit or the wall outlet, if there were environmental circumstances that resulted in an interruption of ac power when the alarms were active); however, no response was received. To date, the mobile power unit (serial #: mpu-unknown) was not returned for analysis. As a result, the complaint file will be closed with no further action. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.